Event description:
During a breast biopsy procedure a noise was heard and the cutter jammed in sample mode. No specimens were retrieved. The probe was replaced and the case was completed with no pt consequence. The device was returned for analysis.